Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 23 and pump error 43 alarms found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 23 or pump error 43 alarms noted during testing and a review of the downloaded history files show two (2) pump error 23 alarms on (B)(6) 2021 at 7:00 and (B)(6) 2021 at 19:10 and two (2) pump error 43 alarms on (B)(6) 2021 at 21:49, 21:55, and (B)(6) 2021 at 13:48 occurred. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2) or force sensor however, found moisture damage on the motor and a corroded motor home switch, pump error 43 alarms that are recorded in the history files are due to corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 43 alarms are confirmed due to corroded motor home switch and pump error 23 alarms are not confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer reported that the insulin pump was exposed to high magnetic environment. Customer stated that they performed displacement test and insulin pump pass it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.